Event description:
Subsequently, the previous report stated that the rv lead had the impedance issues, however, this should have been the right atrial (ra) lead. The ra lead was tested on a pacing system analyzer (psa) when the impedances increased to greater than 4,000 ohms.

Event description:
Boston scientific received information that during an implant procedure this right ventricular (rv) lead had impedances around 1,290 ohms and no capture. The physician attempted to replace the lead again and impedances were then greater than 4,000 ohms. The physician took the lead out and placed a new lead successfully. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was subject to direct current resistance testing and passed on all paths, verifying the lead's electrical performance was intact. No further testing was performed analysis could not confirm the clinical allegations observed in the field.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.